Event description:
It was reported to baxter (B)(4) that a colleague infusion experienced "the colour cxe main displayed was distorted". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8.11.00.

Manufacturer narrative:
(B)(4). The reported malfunction of "the colour cxe main display was distorted" was confirmed. The faulty main display screen was replaced to fix the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.